Manufacturer narrative:
An event of tissue erosion was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Please not per the instructions for use artmt100092311 rev. B warnings section, "physicians should be aware of the risk of erosion. Erosion may be the result a complex set of interactions between factors including, but not limited to the underlying anatomic substrate, retro-aortic rim of less than 5mm in any echocardiographic plane, and the dynamic hemodynamic counter-motion between the atrium and the aorta. However, there is insufficient data including inadequate echocardiographic information about the cases already reported to determine etiology of erosion."

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
In (B)(6) 2014, a 38mm amplatzer septal occluder(aso) was implanted in the patient's defect. On (B)(6) 2020, the patient was carried to another hospital in emergency, where an emergency operation was performed and the aso was explanted. Erosion on the left atrium side of the aso was suspected. The patient is stable. Additional information has been requested.